Event description:
Report received of an overdelivery. The pump was programmed to deliver an unspecified concentration of dilaudid. No specific programming parameters were provided. The customer contact reported that during rounds, a nurse noted that there was "less in the vial" than expected. There were no reported adverse patient effects. No medical interventions were required. Therapy was resumed using a replacement device.